Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the keypad cover. Moisture corrosion observed behind the display lens. No moisture observed in the battery compartment. A pump case crack was observed near the upper right corner of the display lens. A leak test was performed and a battery compartment leak and pump case leak were found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. The returned battery cap was used to complete the investigation.